Manufacturer narrative:
Though still under investigation, varian has determined that a MDR is appropriate, as this event, should it recur, could potentially cause a serious injury. Add'l follow-up to this MDR is expected upon completion of the investigation.

Event description:
The customer reports that it is possible to turn the gantry from outside the room when the imager is out. The on-site application specialist tried different values in physics mode-auto remote motion screen, pv extended and pv retracted and was always able to turn the gantry. The event occurred when the auto remote motion is activated from clinac console. There was no pt on the table at the time of the event.